Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation of the device jaws found the knife blade contained within the knife track and within the device. The device knife trigger could not advance or retract the knife blade when actuated. The weld integrity of the device was inspected and was found to be within specification. The resistance of the device was measured and found to be within specification. The device was recognized by the generator and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. It was reported that the device did not operate in the cut mode. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The most likely cause of this failure mode is a missing spindle pin or a mis-assembly. If the spindle pin is never installed, the device blade would not activate. If the spindle pin is I nstalled at an angle through the blade pin hole and partially out of the spindle when the spindle and spindle clip are snapped together, normal use and trigger activation would then result in the spindle pin dislodging from the blade. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setup, the ligasure device did not cut, but coagulation was ok. The spindle pin on the device was missing. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that when the jaws of the device were fully opened, the knife protruded out. The blade would not advance when the trigger was engaged. The weld integrity of the device was inspected and was found to be within specification. The resistance of the device was measured and found to be within specification. The device was recognized by the generator and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. It was reported that the device did not operate in the cut mode. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The most likely cause of this failure mode is a missing spindle pin or a mis-assembly. If the spindle pin is never installed, the device blade would not activate. If the spindle pin is installed at an angle through the blade pin hole and partially out of the spindle when the spindle and spindle clip are snapped together, normal use and trigger activation would then result in the spindle pin dislodging from the blade. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setup, the ligasure device did not cut, but coag was ok. There was no patient involvement. Medtronic's initial evaluation of the incident device found that when the jaws of the device were cully opened the knife protruded out, and no spindle pin was present on the device.